Manufacturer narrative:
The production device history record (DHR) for this iabp unit was unable to be reviewed as we were not able to obtain the serial number for the iabp associated with this complaint. At this time, the customer has not requested for getinge to evaluate the iabp unit involved. A getinge service territory manager (stm) has noted that the customer is unable to provide the serial number for the iabp unit involved as they do not remember which iabp unit was used. The stm has also noted that the customer's biomed has stated that none of the customer's iabp unit have been used since the event and the biomed is not sure when the units will be used again. A supplemental report will be submitted if further information is provided. (B)(6).

Event description:
It was reported that during use on a patient and prior to transport, the cs300 intra-aortic balloon pump (iabp) experienced ECG tracing issues. There was no patient harm and no adverse event was reported.

Event description:
It was reported that during use on a patient and prior to transport, the cs300 intra-aortic balloon pump (iabp) experienced ECG tracing issues. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) has reported that a full preventive maintenance (pm) was performed with all calibration, functional and safety checks to meet factory specifications on all of the three cs300 iabps that the customer has without any further issues. Units passed all calibration, functional and safety test per factory specifications. The iabp units were then released to the customer and cleared for clinical service.